Event description:
It was reported that during an inter-troch femur fracture procedure and as he was inserting the step drill, he was hitting the tfn nail. At the end of the procedure, the distal interlocking screw missed the nail. The surgeon had to remove the screw and insert another screw freehand to complete the procedure. There was no harm to the patient, nothing broken into the wound, but procedure was extended by approximately 15-20 minutes. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Review of the device history records showed that there were no issues that would contribute to this complaint condition. The suppliers certifications indicate the correct material was used and correct hardness values were obtained. The product evaluation visual inspection revealed that the device exhibits numerous dings, scratches and dents which are indicative of extensive use. Based on the inability to replicate the complaint, this complaint is invalid.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.